Manufacturer narrative:
(B)(4). Medical products: femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502806402 lot # 64834526. Natural tibia trabecular metal two-peg porous fixed bearing catalog # 42530007102 lot # 64702610. Articular surface medial congruent (mc) catalog # 42522100810 lot # 64463596. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2021-01792, 0001822565-2021-01794, 3007963827-2021-00140. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). In the event a mua is unsuccessful in breaking up the adhesions/scar tissue a arthroscopic lysis of adhesions can occur. This is where the surgeon will go in and release the adhesions/scar tissue. These procedures are performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia and/or arthroscopic lysis is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient underwent an arthroscopic lysis of adhesions with manipulation due to flexion contracture. Attempt for further information has been made, but no further information has been provided.